Event description:
During dynamic treatments, the collimator is getting out of tolerance and not terminating the radiation.

Manufacturer narrative:
The manufacturer's investigation has concluded that bad wiring connection to the pots seems to have been the source of noise. Oscillation in the head was causing a signal demand. Cabling has been replaced. There are many scenarios where the fault cannot lead to any significant risk, however, at worst case there may be some major/improbable scenarios (rv4). This is in the tolerable region. This is the manufacturer's final report.